Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy probe was not able to use as it did not cut and did not aspirate before vitrectomy surgery. The procedure was completed with another pack. The patient harm was not reported.

Manufacturer narrative:
One opened probe was received with no tip protector, in a tray along with other items. The returned sample was visually inspected and found to be non-conforming with the needle bent and orange/brown and clear foreign material on the port face. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and was non-conforming for actuation and cut. The probe was disassembled, and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks were observed along the inner cutter and the inner cutter was observed to be bent. White/clear foreign material was observed inside of the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle assembly) was removed the probe was able to actuate. A photo of the pak label has been reviewed by the manufacturing site. The product and lot information seen matches what was reported. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe had an aspiration failure. The evaluation confirms that the probe had a cut failure, and indicated that the probe had an actuation failure. The aspiration function of the probe was conforming; however, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The most likely cause for the cut and actuation failures is the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle assembly removed), the probe was able to actuate. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. An exact root cause for the bent needle and bent inner cutter was not determined from this evaluation, therefore, no specific action regarding this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).